Event description:
It was reported that during a da vinci s myomectomy procedure, while removing a large myoma, the side of the permanent cautery hook instrument fractured and a piece fell into the patient. The piece was removed and the planned surgical procedure was completed. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found one distal clevis ear to be broken off at it's base. The yaw pulley hub extruded boss feature that retains the conductor cap is broken and the conductor cap is nearly completely severed off at the yaw pulley. The broken distal clevis ear and detached conductor cap were returned with the instrument. Electrical continuity failed. No other damage was found.